Manufacturer narrative:
(B)(4).

Event description:
An archer guidewire was selected as an accessory product in a patient during the endovascular treatment of an endovascular aortic aneurysm approximately three weeks ago. It was reported that prior to use the green coating from the archer wire was coming off. The wire was discarded by the user facility and another wire was used complete the procedure. No further information was provided.